Event description:
A customer reported that during cataract surgery, after the intraocular lens was implanted, there was low power during irrigation/aspiration. The surgeon switched to a manual simcoe technique to remove the viscoelastic. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).